Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a flap quality issue following lasik flap creation of the left eye. The treatment was not completed when the surgeon saw the shape of the flap. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. Clinical review shows a vertical gas breakthrough (vgb) has occurred around the inferior area. Vgb is known to appear in thin cuts more often when compared to thick flaps. Also a decentered suction ring and a wrong canal placement can lead to a vgb. The root cause could be vgb caused by thin flap. The root cause for thin flap is a thinner setting of the cutting depth. A possible contributing factor could be a fluid layer between the applanation cone and the cornea that can cause a significantly reduction of the achieved flap thickness if the surgeon uses too much balanced salt solution before flap cutting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, the patient is currently being followed by a cornea specialist, after recovery the patient will have a retreatment.